Event description:
As reported via the (B)(4) study, a patient experienced restenosis in the right posterior descending artery and mid left anterior descending and first diagonal arteries. At the time of the index procedure, five stents were implanted. The mid left anterior descending artery lesion was 12mm in length with 80% stenosis. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 12mm non-cordis stent at 14atm and a 3.0 x 13mm cypher rx was implanted at 14atm with no post-dilation. Residual stenosis was 0%. The distal circumflex lesion was 20mm in length and 80% stenosed and was located in a bifurcation with side branch. The reference vessel was 2.3mm in diameter. Pre timi flow was ii. The lesion was pre-dilated with a 2.0 x 20mm non-cordis balloon at 14atm and a 2.25 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated per standard procedure with a 2.5 x 12mm balloon at 14atm. There was no residual stenosis and timi flow was iii. The proximal circumflex lesion was 6mm in length with 90% stenosis. The reference vessel was 2.6mm and timi flow was ii. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon at 18atm and a 2.5 x 13mm cypher rx was implanted at 6atm.

Manufacturer narrative:
The stent was post-dilated with a 2.5 x 12mm balloon at 18atm. There was no residual stenosis and timi flow was iii. The right posterior descending artery lesion was 20mm in length with 70% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 14atm and a 2.5 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated with a 2.0 x 12mm balloon at 14atm. A 2.5 x 8mm cypher rx was implanted at 18atm overlapping the previous stent to completely cover the lesion. This stent was not post-dilated. There was no residual stenosis. The patient was discharged approximately two days after the index procedure. At the time of the 6 month follow-up, the patient experienced stable angina, but no treatment was reported. Approximately 8 months after the index procedure, the patient experienced angina and angiography revealed 70% restenosis of the posterior descending artery stents 80% stenosis in the mid lad that was within 5mm of the cypher stent, and 70% stenosis in the first diagonal. The restenosis in the pda was successfully treated with balloon angioplasty. The restenosis in the mid lad and first diagonal was successfully treated with a a drug eluting stent. According to the investigator, the restenosis in the pda, mid lad, and first diagonal were probably related to the cypher stents.concomitant medications:lisinopril 20mg daily, 2009 continuing;diltiazem 90mg daily, (B)(6) 2010 continuing;docusate 300mg three times daily, (B)(6) 2010 continuing;aspirin 325mg daily (B)(6) 2010 continuing;spironolactone 25mg daily (B)(6) 2010;memetasone 220mcg, 2 puffs twice daily (B)(6) 2010 continuing;ipratropium 18mcg/ac 4 puffs twice daily (B)(6) 2010 continuing;albuerol 4 puffs twice daily (B)(6) 2010 continuing;simvastatin 40mg daily (B)(6) 2010 continuing.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.this is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00401, 3003742446-2010-00402 and 3003742446-2010-00403.

Manufacturer narrative:
Complaint conclusion: a (B)(6) male patient from (B)(6) study experienced restenosis approximately eight months post implantation of several cypher stents. Past medical history that may have increased his risk for mace includes angina, previous CABG ((B)(6) 2010), stable angina pectoris, hyperlipidemia, hypertension, myocardial infarction ((B)(6) 2010), congestive heart failure, smoking, seasonal allergy, asthma, and (B)(6). At the time of the index procedure, five stents were implanted. The mid left anterior descending artery lesion was 12mm in length with 80% stenosis. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated before a 3.0 x 13mm cypher rx was implanted at 14atm with no post-dilation. Residual stenosis was 0%. The distal circumflex lesion was 20mm in length and 80% stenosed and was located in a bifurcation with side branch. The reference vessel was 2.3mm in diameter. Pre timi flow was ii. The lesion was pre-dilated before a 2.25 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated per standard procedure. There was no residual stenosis and timi flow was iii. The proximal circumflex lesion was 6mm in length with 90% stenosis. The reference vessel was 2.6mm and timi flow was ii. The lesion was pre-dilated before a 2.5 x 13mm cypher rx was implanted at 6atm. The stent was post-dilated. There was no residual stenosis and timi flow was iii. The right posterior descending artery lesion was 20mm in length with 70% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated before a 2.5 x 23mm cypher rx was implanted at 14atm. The stent was post-dilated. A 2.5 x 8mm cypher rx was implanted at 18atm overlapping the previous stent to completely cover the lesion. This stent was not post-dilated. There was no residual stenosis. The patient was discharged approximately two days after the index procedure. At the time of the 6 month follow-up, the patient experienced stable angina, but no treatment was reported. Approximately 8 months after the index procedure, the patient experienced angina and angiography revealed 70% restenosis of the posterior descending artery stents, 80% stenosis in the mid lad that was within 5mm of the cypher stent, and 70% stenosis in the first diagonal. The restenosis in the pda was successfully treated with balloon angioplasty. The restenosis in the mid lad and first diagonal was successfully treated with a drug eluting stent. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Based on the information provided, there are possible risk factors present in the patient's medical history that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00401, 3003742446-2010-00402 and 3003742446-2010-00403.